Manufacturer narrative:
Of the 4 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to unidentified display failure and moisture in pump. During investigation for unrelated complaints, there were 15 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 4</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 17-57 years of age and between 147 and 159 pounds. Of the reported patients, 1 was male, 3 were female, and 0 were unknown.